Event description:
Received notification from attorney representing patient in medical malpractice litigation of facts surrounding surgical procedure. Patient alleges during diagnostic laparoscopy surgeon caused massive injury to internal vasculature. Specifically, lacerating or puncturing right common iliac artery and right common iliac vein which resulted in massive intra-abdominal bleeding. The procedure was converted to open. Plaintiffs have no allegations of deficiency in product.